Event description:
A catheter break was reported. Fluoroscopy showed a catheter migration; the catheter was no longer in continuity with the intrathecal compartment and appeared to be occluded/obstructed. The patient experienced a burning sensation involving their entire back and a "chilled" feeling. The patient was given norco and zanaflex for prevention of withdrawal symptoms. During the catheter revision the catheter was found to be kinked and broken with an apparent free intrathecal fragment. The catheter was spliced and the issue resolved without sequela. The pump delivered morphine.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(6).